Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system solution set had a slow drip from the middle of the tubing when under pressure from the unspecified infusion pump. Additionally, the leak was noted to be "weeping through the line when under pressure from the pump". The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.